Event description:
It was reported this peripherally inserted central catheter (PICC) was placed in 2000 for chemotherapy administration. On event date it was noted under fluoroscopy the catheter had fractured and migrated to the heart. Retrieval of the catheter utilizing a snare was successful and without any pt complications. Another device was not placed as treatment was completed. The pt's condition is good. This device has not been received for evaluation. Therefore, no failure analysis is available. As a lot number was not provided a device history search could not be performed. Since this device was in place for over 1 year and accessed regularly co believes initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Co's direction for use outline appropriate placement, access and maintenance procedures.